Event description:
A non healthcare professional reported during intraocular lens implant procedure, the cartridge was very tight it was scratched one lens on each side took that lens out the next lens. It cracked it and the third one it also scratched. Additional information has been received and stated that cartridge seems to be defective when surgeon screwed lens loaders it was tight. Surgeon used 3 cartridges and 3 lens loaders. It scratched the lens on of them and damage the haptic on the 3rd lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).